Event description:
This complaint is now reportable based on device analysis completed on 07jan2015. It was reported that an inflation issue occurred. The physician attempted to inflate a 8.00mm / 2.0cm / 135cm peripheral cutting balloon¿; however, the balloon would not inflate. The physician completed the procedure with a different device and no patient complications were reported. However, returned product analysis revealed a crack at the balloon bond.

Manufacturer narrative:
(B)(4). There was no damage noted to the tip or blades of the balloon profile. The balloon was not folded which indicates that the balloon was subjected to positive pressure. During analysis, the device was attached to an encore inflation unit and positive pressure was applied. A leak was identified at the proximal balloon weld. A microscopic examination confirmed a crack for approximately 50% of the bond circumference. The 'tack' weld of the bond was not cracked. This crack is potentially a result of a high level of stress and/or pressure being applied to the area if placed at a significant bend during the procedure. The balloon did not exhibit any signs of damage. No kinks or damage were noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).